Manufacturer narrative:
B4; g1, 3, 6; h2, 3, 6. H3: ge healthcare (gehc) has completed its investigation. The mr system was evaluated and confirmed to be operating within specifications and compliant with (B)(4). All safety mitigation devices were fully functional when inspected by the gehc field engineer. Based on customer-provided information, gehc confirmed that the patient was padded for the mr exam; however, the padding was incorrectly positioned, resulting in the patient directly contacting the bore wall of the mr system. The root cause of the injury was improper use of padding during the mr exam. Operator documentation and the user interface describe the correct safety measures for padding patients. The mr operator is responsible for using and positioning non-conductive, mr-compatible padding and preparing the patient prior to starting the exam. No further actions are planned by gehc.

Event description:
It was reported a patient sustained a 4-5cm, partial thickness burn on the left elbow during mr examination of the left shoulder. Treatment of the burn injury has included debridement.

Manufacturer narrative:
Legal manufacturer: hcs tianjin - no.266 jingsan road, tianjin airport economic area china tianjin, 300308. A: no additional patient information has been provided to ge healthcare (gehc). D: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.